Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a power-on self-test, and a review of the alarm log were performed. A review of the alarm log found a downstream occlusion alarm, which indicated that the door was not closing properly. To correct the condition, the door screws were tightened. The device was serviced and found to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was observed with unspecified damage. It was not specified when in the process the damage occurred. There was no patient injury or adverse event reported. No additional information is available.